Manufacturer narrative:
D9 device was returned and date was added. H6 type of investigation, investigation findings, and investigation conclusions were updated accordingly based on device being received. H11 updated additional manufacturer narrative due to device being returned. The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Manufacturer narrative:
Additional information was provided in d9. The impella device was returned, and an evaluation is underway. Corrected information has been provided in h6. H6: product experience code changed from product damage (console degraded) to product damage pd-any device (separation, break); patient code changed from no patient involvement to no patient consequence.

Manufacturer narrative:
Corrected information was provided in h3 (device evaluated by manufacturer?). Upon review, the section h device evaluated by manufacturer? Has now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the broken pump connector dust cover on ic7643 was most likely related to excessive force during use.

Manufacturer narrative:
Patient data was not provided. Section a was left blank. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that the cover of the white plug on the automated impella controller broke upon insertion of the impella catheter. A new controller was used to support the patient. No patient harm was reported.